Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, there was a leaky valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as analysis found the external valve torn by the center slit on the outer face.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, there was a leaky valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.